Manufacturer narrative:
E1: complainant state: (B)(6). Complainant country: (B)(6). Name of affiliation: (B)(6) hospital. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
It was reported that a foreign matter approximately 6mm like a black eyelash was detected inside the primary pouch. The primary pouch was not opened. The product was not used by patient. The photographs depicting the issue were received from the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary a batch record review was completed and no discrepancies were found. Convatec foam lite 10x20cm 1x10 ster eur was manufactured under system application product (sap) 1719852 and lot number 2b00041 manufactured on 02 february 2022. Lot # 2b00041 was sterilized under order (B)(4) and released on review of results of sterilization provided by sterilization company sterigenics. All results were within specification and products were released. No nonconformity was registered during the manufacturing process of lot 2b00041. This is the only complaint for the affected lot registered within database. Three photographs were received for this issue and were evaluated in accordance with work instruction (wi). The photographs confirm the expected lot, product and complaint issue where a small hair that looks like an eyelash can be seen on the pink pu (polyurethane) surface of the outside of the dressing. Previous nonconformance records have been opened, including database records for black contamination on dressings, for foreign matter (hair), for soiled product and for brown spots. These investigations have looked into contamination on the same manufacturing line (circle line), so have identified a number of improvement opportunities relating to cleanliness and inspection. However, these nc (non-conformance's) will not have looked into the risk of eyelashes getting on the product, the eyelash itself is difficult to see and may have been in a different place within the sachet at the point of manufacture and manual inspections. The dressings are manually inspected at three points within the manufacturing process, but as it has not been removed, it is unlikely the eyelash was seen at final inspection. The eyelash will have entered the process before the dressings have been sealed into their sachets in the controlled environment, so may have gotten onto the dressing during the visual inspections. Additionally, eyes/eyelashes are not currently covered as part of the controlled environment attire requirements, so while it is expected to be of a low risk, this is a possible contaminant risk accepted by the business. There are currently no plans to require eyes/eyelashes to be covered in the controlled environment, but it is not identified to be of potential harm to the patient following sterilization. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.